Manufacturer narrative:
(B)(4). Date sent: 3/17/2026. D4 batch #: 756d12. Investigation summary : the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated causing the knife issue and malformed staples. Please reference the instruction for use for more information. The event described of difficult to remove could not be confirmed as the anvil could be removed and reinserted without difficulty. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 756d12, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 2/23/2026. D4: batch # unk. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: was the device difficult to fire? Yes. Was the device firing sequence interrupted or stopped midway (no staples deployed, or staples deployed without forming fully and/or washer not completely cut line? Or did the device start to deploy staples and cut but could not be completed (partially fire)? Or did the device fully fire and stop during the automatic knife return? Staples deployed without forming fully. Was the device locked on tissue with the anvil closed? Yes. If yes, what steps were taken to open the anvil. Unknown. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Unknown. If the anvil could not be opened, how was the device removed. The anvil was finally opened. Was the device not able to be removed and subsequently the tissue was cut? No. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, could not fire farther after fired when severing tissue on the firing and could not return knife automatically. Knife reverse button could not work. Opened the device manually with big force. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.